Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to high out of range right ventricular (rv) impedance measurements. There was no noise or oversensing, and all other lead measurements were noted to be normal. The safety switch was reset and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.